Event description:
Model a, system 90. Head of bed at 20 degree angle. Pt brought right knee up to approx 30 degree angle. Pump alarmed. Head of bed lowered to supine position. Blood back flow in catheter. Balloon removed and replaced.